Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the mesh was incomplete. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on march 11, 2020 revealed that the calibration was out of specification but produced a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable even after replacing the collars and gear. The 2:1 ratio cutter, serial number (B)(6) produced a passing sample mesh with the collars and gear replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 11, 2020 which included replacement of the roller gear and comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of a damaged cutter. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that, a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 2:1 ratio caution: sharp; 00-7703-020-00; 1514522, z.s.g.m. Cutter 1.5:1 ratio caution: sharp; 00-7703-015-00; 1514054.

Event description:
It was reported that the device produced an incomplete mesh. No adverse events were reported as a result of this malfunction.